Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the clips on the plug on the analyzer cables broke during the sterilization process. The cables were discarded by the customer. There was no patient involvement.